Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Damaged haptic after implantation. Leading; root; broken haptic during use. The lens, the haptic part, ruptured upon insertion into the patient's eye (male, 76 years old). The product was replaced, the incision was enlarged, and the patient was not impacted by the incident. The ovd used was visco ah. Increased incision size; product replaced with another lens immediately during surgery. No permanent or negative impact on patient health expected. Iol was explanted on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.